Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the impacted products were manufactured in leiden, netherlands. Since products manufactured in leiden are not subject to FDA medical device reporting, no further regulatory reporting to us FDA will be done in this complaint file. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with 420cc mentor memoryshape breast implants and experienced bilateral baker grade iii capsular contracture and rupture post-operatively. As a result, the patient underwent bilateral device removal and replacement with 550cc mentor memorygel breast implants, catalog number 3505504bc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019. This report is for the patient's left-sided device.